Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the instrument was placed on an-house system for a latex cut test. The scissors did not cut cleanly through (B)(4) latex. The latex snagged at the scissor tips. The blade edges were not damaged, but edges exhibited wear at the tips and on the blade edge, negatively affecting the cut performance. Engineering also found a bent banana plug and deep scratches on the main tube. The banana plug was found bent at the back end of the housing. Engineering concluded that damage was likely due to mishandling. Engineering found a couple of scratch marks on the distal end of the main tube exhibiting light material removal and a rough surface finish. Engineering concluded that damage was likely due to mishandling. The instrument passed electrical continuity testing. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's main tube, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci si surgical procedure the monopolar curved scissors (mcs) instrument was no cutting. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.